Event description:
The patient's dentist mentioned in a letter the damage byte treatment caused to patient. For example, most notably the lingual inclination of her upper and lower posterior teeth and their irregular angulation. Due to the irregular movement of her teeth, patient now has narrow arches and a trapped mandible. The patient's teeth presented with chipped and worn dentition, along with scalloping of her tongue and erythema of her palate.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.